Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the pump being able to slide around the apical cuff easier than expected could not be confirmed through this evaluation. Furthermore, a specific cause for the event could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G, and the heartmate 3 patient handbook, rev. G, are currently available. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Section 5 of the IFU, under ¿inserting the pump in the ventricle¿, provides information to ensure the proper placement of the pump and engagement to the apical cuff. This section also provides steps if the orientation of the pump requires adjustment following the initial connection. Section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during left ventricular assist device (lvad) implantation surgery, the pump was locked into the apical cuff as per protocol and the surgeon noticed the pump was able to slide around the apical cuff easier than expected. The pump was disconnected from the apical cuff, and both were inspected with no abnormalities detected. The pump was locked again to the apical cuff and the situation did not change. The pump was fixed and wrapped in a stable position, as the patient was a bridge to transplant candidate. When the pump was run, there was no air entrance, and no bleeding was observed. Both with open and closed chest the pump was in the expected position. The event did not result in a delay in implantation procedure as the pump was disconnected and reconnected just once to ensure the lock system was working as intended. There was no adverse event related to the situation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.